Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post ventricular sense (vs). The lead remains in use. No patient complicati ons have been reported as a result of this event.